Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler had an incomplete staple line and when fired only fifty percent stapled. As stated, a manual suture was conducted to complete the case. There was no patient injury.